Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient underwent a primary total hip (B)(6) 2008. He reportedly did well until showing up with a suspected dislocation. X-ray revealed the neck on the stem had broken. Patient was scheduled for revision. The liner was removed and replaced. The stem was removed and replaced with a competitive device.

Manufacturer narrative:
Corrected data: upon further review, this report has been identified as a duplicate of MFR# 0002249697-2018-04042. All further reporting will be provided under MFR# 0002249697-2018-04042.

Event description:
Patient underwent a primary total hi (B)(6) 2008. He reportedly did well until showing up with a suspected dislocation. X-ray revealed the neck on the stem had broken. Patient was scheduled for revision. The liner was removed and replaced. The stem was removed and replaced with a competitive device.